Event description:
The customer reported that they received an erroneous high result for one patient sample tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). The sample initially resulted as 95.50 miu/ml and this value was reported outside of the laboratory. The patient's gynecologist questioned the result, so the patient was sent to the laboratory for the collection of a second sample. This second sample was tested on (B)(6) 2015 and resulted as 0.100 miu/ml accompanied by a data flag. An aliquot of the original tube was then tested for repeat on (B)(6) 2015. The sample repeated initially with no value accompanied by a data flag. The sample was then repeated a second time on (B)(6) 2015, resulting as 2.35 miu/ml accompanied by a data flag. The sample was repeated a third time on 03/18/2015, resulting as 2.35 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 183183. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Based on sample aspiration alarms that were present at the time of the issue, a pre-analytic sample handling issue could not be excluded as a root cause.